Event description:
It was reported that this right ventricular (rv) lead dislodged into the right atrium and caused in inappropriate shock due to atrial fibrillation (af). This rv lead was successfully repositioned. No additional adverse patient effects were reported.